Manufacturer narrative:
Batch review performed on 27 may 2025: lot 2414986: (B)(4) items manufactured and released on 08-july-2024. Expiration date: 2029-06-26. No anomalies found related to the problem. To date, 11 items of the same lot have been sold with no similar reported events during the period of review. Additional implant involved, batch review performed on 27 may 2025: gmk-sphere 02.12.e001rp patella resurfacing size 1 e-cross (k202022) lot 2401812: (B)(4) items manufactured and released on 22-march-2024. Expiration date: 2029-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 4 months after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the patella and liner (12 to 17 mm). The surgery was completed successfully.